Event description:
On (B)(6) 2012, the reporter contacted animas alleging that all keypad buttons have been difficult to get to respond for awhile and now notices that the keypad by arrows is not intact. The pump is worn in a pocket. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
(B)(4):investigation revealed that the keypad is torn at the up and down arrow keypad buttons. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. All keypad buttons were found to be intermittently unresponsive and there was evidence of contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.